Event description:
The customer contacted stryker to report that their device would not power on.there was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to duplicate the reported issue. The system pcba was replaced to solve the reported issue., after performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.